Event description:
Physician implanted product but cannot remove it anymore and it remained in the pt. The physician assumes that the string of the mac lock might be stuck and this would be the reason the pigtail loop can be opened, but the product can be moved for approx 2 cm only. Part still remains in pt body. The doctor wanted to remove the drainage catheter but it didn't work. He took a wire to handle the problem and open the pigtail loop. The loop was already open and the drainage was straight, but he could only remove the catheter for two centimeters. He sent the pt back home because, there was no alternative as to let the drainage in the pt.

Manufacturer narrative:
No adverse effects to the pt were mentioned in this case. Difficult removals are not specifically labeled in the IFU. Instructions for use gives instructions on proper placement and removal of the catheter. Quality control inspection ensures that the curve is able to be opened and closed and that mac-loc is functional prior to further processing. No product was returned to assist in our investigation. Based upon the description given by the customer, it appears that the distal loop was not properly formed during catheter insertion, "the doctor wanted to remove the drainage catheter but it doesn't work. He took a wire to handle the problem and open the pigtail loop. The loop was already open and the drainage was straight, but he only could remove the catheter for two centimeters." If the loop is not fully formed, it will leave a portion of the suture exposed in the tissue and may allow encrustation to develop on the exposed suture. This encrustation may make it difficult to remove the catheter. We will continue to monitor for similar complaints and have notified the appropriate personnel. Quality engineering risk analysis (qera) was updated in response to this complaint but no further mitigation is necessary at this time.